Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device foot plate was bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device neuro tip and bearings were damaged, the crani temple was bent, and parts of ball bearings were missing. The device also failed pretest for temperature and visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was reported that the crani temple was bent in the initial report. After further review of the evaluation, it was determined that the crani bracket was bent. Device history record review: a review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be sent accordingly.